Manufacturer narrative:
The peritonitis occurred on an unknown date in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event, ¿for a week¿. Treatment, action taken with pd therapy and the patient outcome were not reported. No additional information is available.